Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was allegation of error code present. There was no harm or injury reported. During the evaluation of the device at third-party service center the device was visually inspected/scrapped. The customer complaint was confirmed and there were visible foam particles present.